Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. No external damage was noted. Event history log (ehl) showed: plunger not in place. Start-up process was performed and the reported problem was duplicated; after checking alarm history, it was noticed that the alarm occurred when the plunger head was tight against the pump, one of the flippers was up resting on ear clip. The root cause of the issue is known and is design related. Actions(s) taken to mitigate the reported issue(s): replaced left plunger case and reset the timing plates in the plunger head as a preventative measure.

Event description:
It was reported that the pump showed syringe plunger sensor. No patient injury was reported.